Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation of the pulse generator, an error message was displayed. After clearing the diagnostics, the device was interrogated successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.